Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had autofill errors.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found no problems. The fse performed all functional and safety tests to factory specifications, which the unit passed. The unit was then cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had autofill errors. It is unknown under which circumstances this event occurred. However, there was no patient involvement and no adverse event reported.